Manufacturer narrative:
A medwatch report was received by mail on september 19, 2019, regarding a devilbiss oxygen concentrator. The report mentions a 5l oxygen concentrator, but it was confirmed by the provided serial number that it is a 10 liter oxygen concentrator. Unit was not returned, evaluation was not conducted. The patient was smoking while wearing oxygen, and as a result suffered injuries. The patient disregarded all the "no smoking" instructions and warnings contained in the user manual and the "no smoking" warnings on the device. This narrative is a voluntary response to the importer report (B)(4) from (B)(6). Patient suffered injuries due to smoking, apparently while using the concentrator. The product is labeled with "no smoking near patient or device" symbols and also stated in the instruction for use (IFU). The IFU also specifically states: smoking during oxygen therapy is dangerous and is likely to result in facial burns or death. Do not allow smoking within the same room where the oxygen concentrator or any oxygen carrying accessories are located if you intend to smoke, you must always turn the oxygen concentrator off, remove the cannula and leave the room where either the cannula or mask or the oxygen concentrator is located. If unable to leave the room, you must wait 10 minutes after you have turned off the oxygen concentrator before smoking.

Event description:
(B)(6) sent us a copy of their medwatch report (B)(4). They described the event as follows: " spouse reports patient went into home bathroom wearing oxygen tubing and o2 concentrator in use. Spouse reported she woke up to fire alarm monitor and heard patient at that time. Spouse notice fire in o2 tubing and turned off o2 concentrator. Spouse found patient on floor of the bathroom. Patient had been smoking in bathroom and sustained burns to face and hands. Patient was transferred to burn unit with first and second degree burns. Patient sustained smoke inhalation and possible inhalation burns. Devilbiss healthcare is the manufacturer of the device reported, a 10 liter oxygen concentrator (not a 5 liter oxygen concentrator as stated in the importer's medwatch report).